Event description:
It was reported, that the presented for a generator changed. Upon review, it was discovered, that the right atrial and the right ventricular leads exhibited high capture thresholds. Both leads were capped and replaced. There were no patient consequences.